Manufacturer narrative:
(B)(4).

Event description:
It was reported that" on (B)(6) 2024, the doctor found the swg was soft, the swg can't through the ars, the swg was found kinked during use on the patient. No harm for the patient." The operator changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned multiple components of a cvc kit for analysis, including one guidewire assembly and catheter. Signs of use were observed on the guide wire. Visual analysis revealed the guide wire contained multiple kinks. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. Visual analysis of the ars could not be performed as it was not returned for analysis. The kinks in the guide wire were located 6, 27, 565, and 575mm from the proximal tip. The overall length of the guide wire measured 601mm, which is within the specification limits of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.799mm, which is within the specification limits of 0.788-0.826 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire was also advanced through the returned catheter. The undamaged portions of the guide wire passed through all components with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained multiple kinks along the body. Despite this, the guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error likely contributed to this event. However, the probable cause of guide wire and ars resistance could not be determined based upon the information provided and without the ars returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that" (B)(6) 2024, the doctor found the swg was soft, the swg can't through the ars, the swg was found kinked during use on the patient. No harm for the patient." The operator changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine".